Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. However, the returned device indicated a set screw with a rounded socket. (B)(4).

Event description:
It was reported that during the implant procedure, there was difficulty inserting the high voltage lead pins into the header port of the device. The physician questioned the extension of the set screw into the port. There was also difficulty inserting the wrench into the grommets. After several attempts, the physician decided not to implant the device and another device was used. No patient complications have been reported as a result of this event.